Event description:
Post cardiac catheterization procedure, duett closure device used to seal the catheter site. Collagen material from the device entered the femoral artery resulting in extensive thrombosis within the right lower extremity, and subsequent above the knee amputation.